Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7076871, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 34905917, UDI: (B)(4).

Event description:
It was reported that the patient experienced a worsening pain from her abdomen to her sternum. All components were explanted and discarded per hospital policy.